Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The patient already had a valve previously implanted, and physician decided to implant the valve to anchor to the previous valve. During procedure, the initial implant depth was 3mm. One minute after the implantation, the valve slipped -3mm depth in the non-coronary sinus of valsalva (sov) and caused a severe leak. The physician mentioned the leak was coming form the non-coronary sinus. The valve was snared. A post dilation was performed to reduce leak but the results were unsatisfactory and physician decided to implant a new 23mm navitor valve. The patient was reported stable.

Manufacturer narrative:
An event of migration, off-label use, improper or incorrect procedure or method, central regurgitation, and aortic valve insufficiency was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the patient already had a valve previously implanted, and physician decided to implant the valve to anchor to the previous valve. During procedure, the initial implant depth was 3mm. One minute after the implantation, the valve slipped -3mm depth in the non-coronary sinus of valsalva (sov) and caused a severe leak coming from the non-coronary sinus. The valve was snared. A post dilation was performed to reduce leak but the results were unsatisfactory and physician decided to implant a new navitor valve. Based on available information, a cause for the reported migration, central regurgitation, and aortic valve insufficiency could not be determined. The reported off-label use is related to the decision to use the valve in a valve-in-valve procedure. The reported improper or incorrect procedure or method is related to snaring the valve to reposition. Please note that per the instructions for use, navitor¿ transcatheter aortic valve implantation system, "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." Additionally, the instructions for use states "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."